Event description:
It was reported that the patient's blood glucose levels rose to 15 mmol/l (270 mg/dl) while wearing the pod between 25 and 36 hours. Investigation of the pod (completed 08-jun-2026) found a tear in the cannula. The device was originally reported on 16-feb-2026 as the patient was not sure the pod was delivering insulin after the patient administered a bolus of insulin using the pod and their blood glucose levels did not decline.

Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be torn. Fluid was found to leak from the tear in the exposed portion of the soft cannula during fluid path testing. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.